Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the ventilator mixer was set at 40% but both the indicated and measured oxygen values were 55%. It was reported that the values gradually increased to 50%. The patient was removed from the ventilator and transferred to another ventilator without any reported harm. The removed device was tested and the issue was not duplicated. There was no visual damage noticed.

Manufacturer narrative:
(B)(4). A third party service provider replaced the oxygen mixer. The mixer was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The mixer was connected to a test ventilator and an oxygen supply. The mixer was set at different settings and each time the ventilator displayed fraction of inspired oxygen (fio2) was lower than the set value. The mixer was disassembled and the internal valve was found out of position.